Event description:
It was reported that the device could not be interrogated and an error code was received. Technical services (ts) was contacted, and ts helped troubleshoot the issue. The device remains in service. No adverse patient effects were reported.